Event description:
A caregiver (parent) reported a "replace sensor" message with the adc device, after 12 days of wear. The customer was therefore unable to obtain sensor readings and became disoriented, lethargic, had difficulty speaking, and lost consciousness. The customer was treated with juice and food by parents, and taken to hospital for examinations. However, no treatment was provided at hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. An extended investigation has also been performed. A visual inspection was performed on the returned sensor, no abnormalities were observed. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 with a brownout reset event internally logged. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported a "replace sensor" message with the adc device, after 12 days of wear. The customer was therefore unable to obtain sensor readings and became disoriented, lethargic, had difficulty speaking, and lost consciousness. The customer was treated with juice and food by parents, and taken to hospital for examinations. However, no treatment was provided at hospital. There was no report of death or permanent injury associated with this event.